Event description:
The customer reported an error bad iris pot and the system couldn't take an image.

Manufacturer narrative:
A ge svc rep repaired the collimator pot assembly in the c-arm. The system is now working as intended.